Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. "The surgeon was using the inzii universal retrieval system (5mm ref cd003) endo catch bag during the laparoscopic cholecystectomy. The device failed to open and the string broke off. The device was removed from the field and a replacement device was subsequently used without issue. No harm to the patient." Patient status: no harm to the patient. Type of intervention: the device was removed from the field and a replacement device was subsequently used without issue.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #(B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy. "The surgeon was using the inzii universal retrieval system (5mm ref (B)(4)) endo catch bag during the laparoscopic cholecystectomy. The device failed to open and the string broke off. The device was removed from the field and a replacement device was subsequently used without issue. No harm to the patient." Patient status: no harm to the patient. Type of intervention: the device was removed from the field and a replacement device was subsequently used without issue.